Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient an out of range signal that occurred on (B)(6) 2015. Distributor further stated that they had a product specialist test the patient's transmitter against a demo-monitor and everything worked fine. At the time of contact, the distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).